Manufacturer narrative:
A review of the technical service on-site history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to and after the day of the treatment. The root cause could not be identified conclusively. Rainbow glare is a known side effect of femto treatments and described in the procedure manual. (B)(4).

Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A center director reported a patient with rainbow glare approximately three months following lasik treatment. The patient reported that the normal halos were gone but she has been seeing vertical rainbow bars in some light sources. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
(B)(4)